Manufacturer narrative:
One device was returned for repair. Visual and functional testing was performed. No history of repair within past 12 months. The reported problem with motor rate error at occlusion was duplicated during occlusion testing. The cause was faulty main printed circuit board (pcb), u29 sensor failure, and the pcb was replaced.

Manufacturer narrative:
B3: date of event: unknown. No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the motor rate error occurred during occlusion test. There was unknown patient involvement and unknown patient harm/adverse event reported.